Event description:
A falsely elevated creatinine result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a lower result within the normal range was obtained and reported. Patient treatment was altered on the basis of the elevated result; kidney medication was administered. There was no report of adverse health consequences as a result of the falsely elevated creatinine result and treatment.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated creatinine result was a photometer cable failure. A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the account. The fse replaced the defective photometer cable. The instrument is performing within specifications. No further evaluation of the device is required.